Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported the patient was charging too often. The average charge duration was 18.9 days which was different than before. The patient reported when the ins is on, it depletes too quickly. The ins was interrogated and impedances were checked. The impedances were within range and nothing was below 200. Troubleshooting could not be done as the patient did not have their recharger with them. The rep reported there was a sudden heating sensation at the ins site when stimulation is on and it normally went away after turning the ins off. The patient did not know how long it takes for heat to dissipate. It was also reported there was redness at the ins site when stimulation was on. The heating and ins depleting quickly started in (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient would charge for hours and onlyget the battery to 25%. No further complications are anticipated.